Manufacturer narrative:
(B)(4). The patient was treated with unknown antibiotic therapy. Pd therapy was discontinued and the patient was placed on hemodialysis (start date unknown). The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893560. No exceptions were observed that were related to the reported condition. Should additional relevant information becomes available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 3. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapy was ongoing. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for the potentially associated lot number gd893560. No exceptions were observed that were related to the reported condition. Should additional relevant information becomes available, a follow-up report will be submitted. This is the same patient as (B)(4).